Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was duplicated and attributed to a defective capacitor and a blown fuse on the pace/defib (pd) engine. The spm pd engine was replaced to resolve the report. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device displayed a "defib fault 79" message. Complainant did not indicate that there was any patient involvement in the reported malfunction.